Event description:
It was reported that the patient had been hospitalized in (B)(6) 2013 for a ¿blood infection of some sort.¿ it was noted the patient¿s tone had seemed to have changed following the hospitalization. No further information was provided. The device system was currently used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).